Event description:
The customer reported that the ligasure was applied to tissue and functioned normally for the first several seals. Then re-grasp alarms sounded on more than one occasion. No pt injury or ill-effects were reported. The device was returned with a broken/missing snap pin. The site was contacted and confirmed the pin did not fall off into the pt cavity.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.